Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the unit would not heat. As a result, an alternate device was employed. The surgical procedure was competed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event - the date of event was not reported. Date entered has been estimated. This complaint was confirmed. The field service rep (fsr) investigated the issue and resolved it by replacing the printed circuit board (pcb). The pcb was returned for further investigation and several solder joints were found to have failed. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.